Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of transobturator tape with cystoscopy, vaginal extraperitoneal colpopexy, anterior colporrhaphy with sacrospinous fixation during mesh implantation. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-04499. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, uterovaginal prolapse, incomplete uterine prolapse, cystocele and weakened pubocerical fascia.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017